Event description:
It was reported that the procedure was to treat a very calcified lesion in the internal carotid artery with heavy calcification. The emboshield nav6 embolic protection device was advanced, but resistance was noted with the anatomy, and the shaft broke outside the anatomy. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant product: guide wire: .035x300 stiff; guide cath: 7f; sheath: 6f. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported failure to advance could not be replicated in a lab environment as it was based on case circumstances. The reported separation was not confirmed. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents from this lot. Based on the reviewed information, no product deficiency was identified.